Manufacturer narrative:
(B)(6). This report is for an unknown quantity of unknown trauma devices/unknown lots. Device product code/common name xxx used to capture unknown trauma device. It is unknown what type of devices were used on patient so product code and common name are unknown. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient developed a rash (allergic reaction) on an unknown date post-operatively after an unknown foot procedure performed on (B)(6) 2016. This report is for an unknown quantity of unknown trauma devices. This is report 1 of 1 for (B)(4).